Event description:
It was reported that the reason for revision was that after the first surgery (during a control CT scan), it was found that fortify I changed height in patient's body and the screws had become loose. The aim of the revision was to remove fortify I and replace it with xpand + extend. I. This event took place in poland.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.